Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the harvester had to clean off fat from the jaws on the vaso view hemopro several times during the case. Each time, the harvester removed the device from the cannula and used a 4x4 to clean the jaws. After the last cleaning, it was noticed that the jaws were not delivering energy. The harvester removed the hemopro to inspect the jaws and saw the wires had separated. The harvester attributes the damage to aggressive cleaning of the jaws. Replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).